Event description:
Title: late shoulder-arm morbidity using ultrasound scalpel in axillary dissection for breast cancer: a retrospective analysis. Authors: francesco iovino, md, phd; gianluca gatta, md, phd; pasquale pio auriemma, md; luca dani, md; giulio antoniol, md, phd; and alfonso barbarisi, md, phd. Citation: journal of surgical research, january 2019 (233) 88 ¿ 95; doi: https://doi.org/10.1016/j.jss.2018.07.056. The aimed of this retrospective study was to assess whether the use of the harmonic scalpel (hs) in axillary dissection would reduce long-term morbidity compared to traditional instruments (tis). Between january 2007 and december 2015, 171 female patients were enrolled in the study. The patients were retrospectively divided into two groups: group a included 87 patients (mean age=52 years, age range 39-79 years) underwent surgery with traditional instruments and group b included 84 patients (mean age=56 years, age range 42-81 years) operated on with harmonic scalpel (ethicon). Harmonic scalpel was used during the axillary dissection. Reported complication included axillary seroma (n=6). In conclusion, use of hs was associated with reduced costs a positive long-term effect on shoulderarm morbidity, perceived pain, and on the risk of axillary seroma. Importantly, hs reduced by 4.5 times the risk of axillary seroma and by 4 times the risk of frozen shoulder. Overall, hs was demonstrated to be superior to surgery in terms of long-term side effects.

Manufacturer narrative:
(B)(4). Date sent: 7/1/2025. B3: publication year of 2018. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.